Event description:
It was reported, that during an esophageal stenting procedure, the ultraflex covered ng stent did not fully deploy. The physician deployed the ultraflex covered ng stent, and the suture was almost completely unraveled, but did not completely unravel. The physician was unable to complete deploying of the stent. The guidewire was also stuck and the stent delivery system could not be retrieved. The pt was taken to another hospital for emergency surgery, to remove the ultraflex covered ng stent. The stent was reportedly removed by argon gas inhaled by the pt. The pt was also reported to have difficulty breathing due to prolonged intubation. The pt's current status is described as "not too bad".

Manufacturer narrative:
As the unit was not returned, a technical analysis could not be performed. A review of the mfg documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause of this event is design.